Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the battery in a 980 ventilator was generating fluctuating charge percentages. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found diagnostic codes relevant to the reported incident recorded in the ventilator's memory log. The se replaced the battery and the power distribution printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
A breath delivery (bd) backplane printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and the corner chip was found broken off a component (fl 15) on the pcb. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the identified root cause for the reported issue was isolated to the damage on a component (fl15) on the pcb; however the damage origin is unknown. If information is provided in the future, a supplemental report will be issued.